Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. The enclosure, tank cover, front cover, line cord, pole clamp, and auxiliary output were observed to be damaged upon visual inspection. The tank was filled with water, attached temp check, plugged in line cord and was powered on; duplicating complaint. Water was observed to leak from a tank cover crack and the bottom left corner. Based on the evidence, the root cause is unknown. However, the tank cover was found cracked which was leaking water.

Event description:
Information was received indicating that the reservoir to a smiths medical level 1® hotline® low flow system was found cracked resulting in a small leak. There were no reported adverse effects.